Event description:
Dealer is stating that where the cable is integrated to the motor, the connector housing is broken, and lead hot wire (red) is dangling. Dealer did state that they used the motor for the time, till the replacement can be sent out.